Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1 mm vticm5_12.1 implantable collamer lens, -13.5/+3.0/103 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
The lens was returned dry, in a micro-centrifuge vial. Visual inspection found one lens haptic torn. There was residue on the lens. (B)(4).